Manufacturer narrative:
Additional manufacturer narrative: no additional patient records have been supplied at this time. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Transcatheter valve implantation inside a degenerated bioprosthetic valve (subject device) is a less-invasive alternative approach. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a quality deficiency that may have caused or contributed to this event. It is likely that the patient's age, condition, and medical history may have contributed to this event, in addition to intrinsic properties of the bioprosthetic valve itself.

Event description:
It was learned that a (B)(6) male patient with an implanted bioprosthetic valve for approximately 11 years, was diagnosed with severe aortic stenosis, and underwent implantation of an edwards transcatheter heart valve (thv), as a part of clinical trial. The thv valve was implanted inside the subject 11 year old bioprosthetic valve i.e valve in valve procedure (viv). As per the operative report, "patient left the room intubated and in stable condition."